Manufacturer narrative:
The technician replaced both head end casters to repair the stretcher.

Event description:
Information received indicates the head end casters will not hold when the brake is set.